Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (10 mg/ml) at approximately 5 mg/day with the option of a 0.15 mg dose of morphine once a day for breakthrough pain via an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was delivering morphine 10mg/ml. The patient¿s allergies include levofloxacin (breathing difficulty) and quinolones (breathing difficulty). The patient¿s medications included morphine 10 mg/ml), gabapentin 600 mg tablet, oxycodone hcl 15 mg tablet, and warfarin sodium 5 mg tablet. The patient¿s medical history included diabetes, hypertension, arthritis, back pain, chronic musculoskeletal pain, anxiety, and depression. The patient has chronic low back pain secondary to post laminectomy syndrome with some resistant radicular symptoms. The patient presented to the clinic on (B)(6) 2016 for a pump refill for his axial back pain and lower extremity pain. The patient continued to complain of severe, uncontrolled pain. The previous pump settings were not adequately managing his pain. The patient requested an increase again. The chief complaint was low back and left shoulder pain. The pain was described as burning, sharp, and shooting. The severity of the pain was marked. The patient rated the pain as 7/10 with zero being no pain and 10 having the worse pain possible. Daily activities were normal. The patient had 50% relief with the medications. Associated symptoms include numbness and weakness. The symptoms were improved with lying down and medication. The symptoms were worse with bending, with sitting, with standing, and with walking. The patient had adverse reaction with the medication such as constipation. A review of the patient¿s symptoms indicated that he had moderate fatigue, high blood pressure, constipation, muscle cramps, back pain, joint pain, muscle pain, stiffness, numbness, weakness, anxiety, depression, and a sleeping problem. The residual medication aspirated was 12.7cc and the residual medication expected was 10.8cc. The pump was reprogrammed to adjust the rate of infusion to increase by 10% due to severe pain. Patient activation continued to be enabled, now at 3% with max activations of 1/day. The patient presented to the clinic on (B)(6) 2016 for a pump refill. The chief complaint was low back and left shoulder pain. The pain was described as burning, sharp, and shooting. The severity of the pain was marked. The patient rated the pain as 7/10 with zero being no pain and 10 having the worse pain possible. Daily activities were normal. The patient had 50% relief with the medications. Associated symptoms include numbness and weakness. The symptoms were improved with lying down and medication. The symptoms were worse with bending, with sitting, with standing, and with walking. The patient had adverse reaction with the medication such as constipation. A review of the patient¿s symptoms indicated that he had moderate fatigue, high blood pressure, constipation, muscle cramps, back pain, joint pain, muscle pain, stiffness, numbness, weakness, anxiety, depression, and sleeping problems. Because the patient¿s pain was high in lue of large doses of pain medication, it was recommended that a dye study be done on the next refill and bupivacaine be added to the morphine mixture. The plan was for the concentration to be morphine 10 mg/ml with bupivacaine 5 mg/ml and the rate would be based off of the morphine dose per day. Additional information was received from a healthcare provider (hcp) indicated the patient had chronic back and shoulder pain, but there was no device issue, patient/therapy issue or procedure issue . The dye study was performed on (B)(6) 2016, a new intrathecal pump and catheter were placed. Additionally, the operative report from (B)(6) 2016 was provided and indicated the diagnosis was a malfunctioning intrathecal pump and post-laminectomy syndrome requiring intrathecal and oral pain medication. The patient was having an intrathecal morphine pump fluoroscopic evaluation as well as a catheter patency test. Intrathecal pump analysis, refilling of the reservoir, and reprogramming for routine refill with change of medication would also be completed. The patient had less than adequate pain control and pain control was worsening in lieu of oral medications and an intrathecal morphine pump. The patient¿s vas pain score was 10. Under fluoroscopy and using a 3cc syringe, aspiration was performed and no cerebrospinal fluid (csf) was obtained. It was determined the catheter was dysfunctional and the fact that spinal fluid could not be drawn back. It was unclear whether or not medication was reaching the patient¿s intrathecal space. The patient was due to have his pump replaced. The hcp would put the patient in touch with the surgeon who placed the pump initially. The possibility of trying to wean the patient off the pain mediation and see how he did without the intrathecal pump infusion was discussed. The hcp suspected she¿s contributed candidate to have the pump replaced. The patient would renew his usual pain medication on (B)(6) 2016. The hcp also analyzed, refilled, and reprogrammed the pump. The intrathecal pain medication bupivacaine 5 mg/ml was added and continued to have morphine 10 mg/ml. His infusion rate was a little over 5mg/day of the morphine. By physical exam there was no inflammation around the pump and the pump on his lower right quadrant was non-tender to palpation. The patient was able to ambulate with a slow guarded gait. The patient would return to the clinic after two weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.